Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined.

Event description:
On (B)(6) 2013, the reporter stated that on (B)(6) 2013, the patient had an arterial catheter on the right side, radial level. During removal of the arterial catheter it was identified that the catheter had broke. The anaesthetist ordered an ultrasound to identify the location and to measure the piece of the reminder of the catheter. There was approximately 1 cm of breakage. At the time of this report the doctor was just monitoring the patient. No further information is available.